Manufacturer narrative:
Patient demographics such as actual date of birth, weight, ethnicity and race were not provided. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance. No hardware or system issues were identified. All of the system parameters, including quality controls (qc), calibrations and system checks were performing with instrument specifications at the time of the event. The access accutni+3 reagent was not returned to bec for further investigation. No further information is available regarding the performance of the reagent. There were no reports of error messages, system flags or issues with other patients/assays in conjunction with this event. In conclusion, the cause of the non-reproducible erratic access accutni+3 results could not be determined with the information supplied.

Event description:
The customer reported obtaining non-reproducible, erratic troponin I (access accutni+3) results for at least two (2) patients on the laboratory's access 2 immunoassay system serial number (B)(4). Results obtained for the patients in question were both above and within the normal reference range of the access accutni+3 assay. The customer stated that elevated access accutni+3 results were released from the laboratory. As a result of the elevated access accutni+3 results at least two (2) of the patients were admitted to the hospital where an unknown interventional treatment was performed. The exact nature of this treatment was not disclosed by the customer. System performance indicators such as quality controls (qc), calibrations and system checks were performing within the instrument's and assay's specifications at the time of the event. There were no reports of hardware errors, system flags or issues with other assays in conjunction with this event. The patients' samples were collected in lithium heparin plasma tubes that were centrifuged at 3,000 rpm (revolutions per minute) for ten (10) minutes at ambient temperature. There were no reports of sample integrity issues in conjunction with this event.